Event description:
During resmed evaluation, an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to super capacitor electrolyte leak. During a routine check of complaint records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).